Manufacturer narrative:
Investigation results for returned platform as follows: visual inspection was performed and confirmed no damages to the platform. A review of the archive confirmed that on the reported event date, the platform encountered multiple user advisory 7 faults (discrepancy between load 1 and load 2 too large), thereby confirming the reported complaint. Further inspection of the platform indicates that defective load cell modules 1 and 2 likely led to the observed ua7 faults, however a definitive root cause for why the load cells failed could not be determined. In summary, the customer's reported complaint of ua7 was confirmed based on the evaluation results. The user advisory 7 was not cleared at anytime during the deployment of the platform and the device was never in active operation. Due to the device never being in active operation, it is unlikely that the autopulse platform caused or contributed to the patient's death. Based on this information, section b. Box 2. Outcomes attributed to adverse event has been updated.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 - discrepancy between load 1 and load 2 too large message while in use on a patient. The platform could not be used and the customer reverted to manual CPR. The platform then displayed ua7 upon power up of the device. The patient expired. It is unknown if patient's death is related to the use of the device. Additional information provided by the customer on (B)(6) 2013: the patient expired on (B)(6) 2013. Customer could not provide much information around the cause of death due to legal reasons. However, he did state that the autopulse platform never functioned and manual CPR was performed during the entire process.